Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor initially failed to pair with the ilet bionic pancreas, causing intermittent communication issues and signal loss until the user switched to a new sensor that successfully paired after warm-up. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability-related communication failure associated with the electrical/magnetic subsystem, specifically the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.